Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level and continued to use the pump for insulin therapy.